Manufacturer narrative:
The device was returned and the evaluation found that the knife wire was damaged with sparks occurring and the knife wire was deformed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the lumen sphincterotome had the knife wire twisted in the in 8 o'clock direction in the neutral state. The doctor adjusted the knife wire and used it, but the wire broke during output. The issue was found during preparation for use for a therapeutic endoscopic sphincterotomy which was completed with a similar device. There were no reports of patient harm.

Event description:
The knife wire breakage occurred during the procedure, and the knife wire sheath was also stripped during the procedure. It is speculated that the sheath could have fallen into the patient's body during the procedure. However, it was unable to confirm the fall of the stripped covering.

Manufacturer narrative:
This report is being supplemented to provide additional information to b5.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint of the broken wire was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the cutting wire breakage occurred due to the wire coating tearing and coming into contact with the endoscope's distal end as the forceps elevator was raised. Thus, electric conduction was activated, causing the cutting wire to become instantly hot at the contact point. As a result, the cutting wire broke. The reason for the knife wire's covering peeled and became dislodged was likely because force was applied to the coated portion when the device was removed from the endoscope after the coating had torn. The event can be prevented by following the instructions for use which state: " before use, prepare and inspect the instrument and a cord as instructed below. Should any irregularity be observed, do not use the instrument or a cord; use a spare instead. Damage or irregularity may compromise patient or user safety, pose an infection control risk, cause tissue irritation, perforations, bleeding, mucous membrane damage, thermal injury and may result in more severe equipment damage. ¿ do not use excessive force to bend the distal end of the sphincterotome. This could damage the cutting wire. ¿ do not move the slider rapidly. This could damage the instrument. ¿ do not stretch the cutting wire too tightly. This could damage the instrument. ¿ the distal end of this instrument has been pre-curved. Curve the distal end further or in a different direction if necessary. ¿ do not insert the instrument into the endoscope when the cutting wire is tightened. Doing so may extend the distal end of the insertion portion from the endoscope tip abruptly. This could cause patient injury, such as perforations, bleeding, or mucous membrane damage. It could also damage the endoscope and/or instrument. ¿ when inserting the instrument into the endoscope, hold the slider firmly. Otherwise, the distal end of the insertion portion may bend and could extend from the distal end of the endoscope abruptly. This could cause patient injury, such as perforations, bleeding, or mucous membrane damage. It could also damage the endoscope or instrument. ¿ do not advance or extend the instrument abruptly. This could cause patient injury, such as perforations, bleeding, or mucous membrane damage. It could also damage the endoscope and/or instrument. ¿ when inserting the instrument into the endoscope, hold it close to the biopsy valve and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged. ¿ insert the instrument slowly. Abrupt insertion could damage the endoscope and/or instrument. ¿ since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. ¿be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. ¿ do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument." Olympus will continue to monitor field performance for this device.